Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The device remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to an outside hospital with acute blood loss anemia on (B)(6) 2016. The patient presented with melanotic stools and a hemoglobin of 5g/dl. The patient was transfused with a total of 4 units of packed red blood cells (prbc) over a 24 hour period. The hemoglobin level stabilized. The patient underwent an upper endoscopy which did not reveal any bleeding source, however, it was reported that the patient may have a small bowel arteriovenous malformation. The issue was reported as resolved on (B)(6) 2016. Additional events were reported that contribute to the patient's anemia. The patient had presented to the emergency department two days prior, on (B)(6) 2016 with epistaxis. Merocel nasal packing was placed. The bleeding was minor and easily controlled with the merocel packing. The patient's vital signs and laboratory values were stable. The event was reported as resolved the same day. Subsequently, after the admission for gastrointestinal bleeding on (B)(6) 2016, the patient was again admitted to an outside hospital through the emergency department on (B)(6) 2016 with epistaxis. The patient received 2 units of prbc. The patient underwent nasal packing that was later revised to a nasal balloon catheter by the ear/nose/throat service. When the epistaxis was resolved, the balloon was deflated. The patient's aspirin and coumadin were discontinued. The resolution date was reported as (B)(6) 2016. On (B)(6) 2016, the patient was again admitted to the implanting center with a left nasal balloon catheter that had been placed by an outside facility. The patient received 2 units of prbc. An ear/nose/throat consult recommended the nasal balloon be kept in place until (B)(6) 2016. Resolution of the bleeding was reported to be (B)(6) 2016. The patient was instructed to continue holding both coumadin and aspirin.